Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Reportedly, the customer ¿accidentally entered an additional bolus amount¿. Customer¿consumed carbohydrates¿to address bg. Customer updated their settings to address the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.